Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Radiographic review identified a small, metallic fragment or structure of unknown etiology and significance projecting over the lateral femoral condyle component. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3 - date of event - unknown date in october 2018. D10 - concomitant devices - nexgen rotating hinge knee precoat cemented tibial component size 5 catalog #: 00588000500, lot #: 63922979, nexgen rotating hinge knee articular surface size e 12mm with hinge post catalog #: 0588005012, lot #: 63114501, nexgen tibial augment block size 5 10mm catalog #: 00588000510, lot #: 62925333, nexgen sharp fluted stem extension 75mm x 120mm catalog #: 00598801510, lot #: 62569143, nexgen posterior femoral augment block size e 5mm catalog #: 00599003501, lot #: 63765760, nexgen distal femoral augment block size e 10mm catalog #: 00599003520, lot #: 63814122, nexgen distal femoral augment block catalog #: 00599003520, lot #: 63725364, nexgen long sharp fluted stem 130mm x 175mm catalog#: 00598801610, lot #: 63333202. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced a fracture of the femoral hinge pin bushing approximately five (5) months following left knee arthroplasty while walking. Since this occurred, the patient has experienced instability, pain and a rash. The patient is unable to undergo a revision procedure to correct the outcome due to risk of further damage to the patient's bones. Initial operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.